Manufacturer narrative:
The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the working channel of the evis exera iii gastrointestinal videoscope was contaminated. There may be a crack in the channel. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation, the legal manufacturer's final investigation and the hygiene microbiological investigation report. Three attempts were performed to obtain the cleaning, disinfection, and sterilization of the scope instructions but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated the channels of the scope were cultured and results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated where no abnormalities were found though there were several technical defects such as there is a crack in the channel, a leak at switch box unit, the plastic distal end cover has a dent, the bending section cover glue is chipped and detached, angulations are less than standard and have play, the switch is broken, the plug unit is damaged, white dots in the image, the protector is shaved, objective lens is chipped, the connecting tube and grip unit have scratches. The light guide lens, scope body and cover are cracked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, the relation between the event and the device could not be confirmed. Though lower than that standard value, growth was confirmed after reprocessing in accordance with the instructions for use (IFU). This information is addressed in the instructions for use (IFU): "reprocessing manual: 1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.